Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the leaflet motion restriction is unknown. However, maybe due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(6) affiliate, central regurgitation due to restricted motion of the leaflet occurred. A valve in valve procedure was performed to resolve the event. As the blood pressure (bp) was getting low (in 60¿s mmhg), it was decided to implant the valve by setting the upper center marker to perpendicular line. Initially inflation device was set up with 2ml of contrast agent less than nominal volume, but additional 1ml was decreased and a 23 mm sapien 3 (s3) valve was implanted with 3 ml less than nominal volume. Right after the s3 was implanted, ventricular fibrillation (vf) occurred. The patient was defibrillated and the rhythm returned to pacing waveform. From aortography (aog), it was decided that the valve could be dilated more. Although the bp was still in 60¿s mmhg, post dilation was executed with 2ml less than nominal volume. The transesophageal echocardiography (tee) did not reveal paravalvular leak (pvl); however, aog confirmed severe ar. The motion of the leaflet could not be confirmed at all by tee. A pigtail catheter was used to help move the leaflet, but was unsuccessful. A valve in valve procedure was executed. A second 23mm s3 valve was implanted with 2ml less than nominal volume. Hemodynamics were stable and the procedure was completed. The physician stated that the leaflet of the valve was confirmed to be moveable during cleaning process.

Manufacturer narrative:
The device was not returned for evaluation. A review of the 3 mensio report revealed the patient¿s aortic annular area and area derived measured 339.0 mm2 and 20.8mm respectively by CT. The selected valve size met the 23mm sapien 3 valve criteria. Calcification was present in patient¿s aortic annulus in all 3 cusps. A device history review did not reveal any manufacturing non-conformance that could have contributed to the reported event or any other additional complaints related to ¿leaflet ¿ motion restricted-in patient¿ or ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed that the occurrence rates did not exceed the april 2017 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. No instructions for use or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Due to the device and/or relevant imagery/video were not being returned, the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per cer, the patient had a moderately calcified native valve and mildly calcified aortic root. Additionally, valve movement on balloon was reported for this case where the valve was offset and positioned more proximally. As the second attempt for valve re-alignment was unsuccessful and patient¿s blood pressure was dropping, the physician decided to implant the valve by setting the upper center marker to perpendicular line to offset the valve movement distance and this could have led to thv malposition. If the thv is deployed too ventricular, native leaflet overhang can occur (thereby restricting the leaflet motion/coaptation). Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors above can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. The cardiac massage could be another factor that contributed to aortic regurgitation (ar). The strong chest compression force applied during cardiac massage could distort the valve frame and/or shift the implanted valve position, resulting in ar. Based on the given information, the observed central regurgitation for this case is most likely a result of leaflet overhang which restricted the leaflet motion and led to abnormal coaptation. However, there is insufficient information to determine a definitive root cause. Due to the device and/or relevant imagery/video were not being returned, the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed. A review of DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that manufacturing non-conformances contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Additional information: image review was performed on the provided pre-op CT and procedural cine. Pre-op CT: CT images provided are dated 04/06/2017; post tavr. Unable to create 3mensio to determine native annulus size. Procedural cine: esheath not completely inserted in the thoracic/abdominal aorta; distal tip seen at the height of the renal artery -bav done without contrast injection to confirm sizing. Valve alignment not completed in a straight section of the aorta; post valve alignment, valve is seen not within both makers; valve deployed slightly too ventricular and valve stent not fully expanded; after balloon deflation the valve appears to be rocking within native annulus due to ¿soft inflation¿ severe pvl seen; post dilatation not effective as valve is still under expanded; cps seen -viv done, 2nd valve under expanded impression/recommendations: esheath not fully inserted and tip of sheath seen at the level of the renal arteries. Bav seen. Recommend contrast injection with bav to help determine/confirm annulus size. Valve alignment completed in non-straight section of the aorta. Valve is not 100% aligned and is proximal to distal marker. Valve deployed slightly too ventricular. As delivery system balloon is deflated, valve is seen shifting to a canted position. Valve is also not full expanded and severe pvl seen below l-main artery. Post dilatation not effective. Central ai seen. Unable to determine cause of central ai as the patient is on bypass support (low psi) after receiving CPR. The motion of the leaflets may have been affected by the under filled balloon (not recommended per IFU). Viv done with 2nd valve also under expanded.